Manufacturer narrative:
This MDR has been submitted retrospectively as it was initially determined that it was a non reportable event.

Event description:
It was reported that the dentist had torqued the abutment to 20ncm; upon completion, she noticed that the crown and abutment were loose. The head of the screw had come off, but the shaft remained in the implant (in the patient's mouth).